Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was in an MRI for two minutes and then could feel the device come on. The patient indicated that they were pretty sure the device was off prior to the MRI, but admitted they were not sure if they checked the stimulation on/off icon to see if the device was off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.